Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced overnight hyperglycemia while using the ilet with a g7 cgm, with sensor values between 180 and 200 for several hours before returning to target after waking; the user confirmed a fingerstick of 141 and reported no infusion set leaks, no delivery-stopping alarms, and a functioning infusion site. Symptoms included elevated glucose readings without reported adverse clinical effects. Outcomes included return to target range with continued pump use and no need for medical intervention or hospitalization. Investigation included troubleshooting and education with the user, review of cgm and pump behavior, and consideration of potential infusion line position during sleep. Investigation of this case revealed no device alarms or confirmed hardware malfunction, and the event was assessed as hyperglycemia with an unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.